Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to device malfunction. All components were removed and replaced. No patient complications were reported.